Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. This product is included in the "updated info - inflammatory mass (granuloma) at or near the distal tip of intrathecal catheters" communication dated january 2008.

Event description:
It was reported that the pt presented to the hospital with paralysis of the lower extremities, right greater than left. A computerized tomography myelogram revealed a granuloma 1 cm long x 0.5 cm thick at t5. The mass was adhered to the spinal cord itself, requiring the surgeon to remove the granuloma piece by piece with microscopic views in the operating room. The granuloma and bone fragments from the laminectomy were sent for culture. The pt was reported to have recovered without sequela. The device system was used to deliver morphine 60 mg/ml at 20 mg/day, clonidine, and bupivacaine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.